Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two infusion sets fell off during use on 10/apr/2024. The infusion set in use for 4 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.